Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the proximal left anterior descending artery, a xience xpedition stent balloon was inflated to 20 atmospheres and the balloon ruptured and became stuck in the deployed stent. The unspecified guide wire was difficult to advance but ultimately, the guide wire was advanced using force until the balloon was freed from the stent and the guide wire was withdrawn. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicates that pre-dilatation was performed using a 3.0x30 nc trek balloon at 20 atms followed by deployment of the xience xpedition stent at 12 atms. The sds was pulled back into the guide catheter to allow blood flow to the left main artery. The sds was reinserted and the stent balloon was inflated a second time to 18 atms for 13 seconds and the balloon ruptured. The vessel was reported to be calcified with no tortuosity. There was no difficulty advancing the sds to the target lesion. No additional information was provided.